Manufacturer narrative:
Complaint / failure description: co2 escaped badly during hypothermic extracorporeal circulation (a situation where 10 l of o2 is being fed). Target temperature 27 ° c. Investigation results: - trend search (see field "trend review") - DHR review (see field "device history review") - ra review (see field "risk review") the affected product (hmo 70000 #squadrox-I adult ohne filter) was investigated in the laboratory of the manufacturer on 2020-07-13. Results of laboratory investigation as follows: during the visual inspection of the oxygenator no clots or damaged of the product detected. It was found that the tube connections at the blood inlet and at the blood outlet connector 3 / 8x3 / 32 are reduced to 1 / 4x1 / 16 after approx. 5 cm. Usually 3 / 8x3 / 32 hoses are connected to these connectors without reduction. The luer screw on the luer connector from the blood outlet connector is not a maquet one. During the tightness tests (gas side with air) and the tightness test (blood side) according to lv 201 no leakage was found. It could not be determined why there was an increase of the co2 value. The complaint "increase in co2 value" could not be confirmed. To define the exact probable root cause could not be determined according to the performed tests. Probable root causes for the reported failure could be: 1. Possible user error: a possible ¿probable root cause ¿is due to a reduction in the possible blood flow because of a narrowing of the cross-section (due to the attached hoses with reducer). As described in the IFU, the ¿gas to blood flow ratio ¿together with the¿ blood flow ¿are decisive for the "co2 transfer" (IFU g-300, page 326) and with constant "gas flow" and reduced "blood flow" a reduced "co2 transfer" must be assumed. 2. Possible physiological influence: use with hypothermia can have an impact. 3. Possible material defect: function of the gas membrane is not sufficient for co2. Device history review (DHR) was performed on (B)(6)2020 and there were no references found, which are indicating a nonconformance of the product in question. The reported failure "co2 escaped badly during hypothermic extracorporeal circulation" occurred during use and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that co2 escaped badly during hypothermic extracorporeal circulation (a situation where 10 l of o2 is being fed). Target temperature 27 ° c. As it is, the ce judges that the oxygenator will be replaced during the circulatory arrest if the co2 escape does not change. During the operation, we explained the situation to professor and instructed him to leave it to ce higuchi. The replacement oxygenator was from jms. Requested to pull up the replacement and investigate the cause. Internal ref.: #(B)(4).